Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: there was a bite on the plastic distal end cover, the evis image had a shadow in the lower right corner, the light guide lens had a crack, chip and pinhole on the lens glue, the insertion tube had scratches, the air/water supply and suction flow had the blue mark missing, the light guide tube had a scratch, and the scope connector had a loose printed circuit board screw. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a damaged nozzle. The issue was found during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, the cause of the material remaining in the device could not be determined. Therefore, a definitive root cause could not be determined. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual: gif/cf/pcf-190 series reprocessing manual chapter 5. Reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.".

Event description:
It was observed during the device evaluation, the device exhibited a foreign material partially blocked the air/water flow and was unable to removed it.